Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the pen needle 31gx5mm 7 pack the needle broke off in the patient. An x-ray showed the broken needle inside the body of patient. The broken needle has been taken out surgically. The following information was provided by the initial reporter, translated from (B)(6) to english: it was noticed that the needle was missing on the needle hub and supposed to be broken inside the body of the patient. X-ray showed broken needle inside the body of patient and the broken needle has been taken out surgically.

Event description:
It was reported that after use of the pen needle 31gx5mm 7 pack the needle broke off in the patient. An x-ray showed the broken needle inside the body of patient. The broken needle has been taken out surgically. The following information was provided by the initial reporter, translated from chinese to english: it was noticed that the needle was missing on the needle hub and supposed to be broken inside the body of the patient. X-ray showed broken needle inside the body of patient and the broken needle has been taken out surgically.

Manufacturer narrative:
Investigation summary: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification; inspected 7pcs retention parts cannula angle, cannula appearance and cannula pull force. All results passed. Pen needle product has 100% IV height,angle,point inspection by visual system, and defect part will be rejected automatically. Cannula broken at the end of the cannula interface with hub, there is slightly strength from the picture. Based on the investigation above, the cannula broken may caused by external forces(broken cannula surface strength) and root cause cannot be concluded at the moment.